Event description:
The customer stated that she was hospitalized, due to hypoglycemia. The reported blood glucose reading at the time of the phone call was 258 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The insulin pump was not reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump did read the reservoir volume accurately. After testing, it was concluded that the device operated within specifications.